Event description:
Customer reported via phone call that the screen was cracked. The blood glucose reading is 100 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing reservoir tube seal, broken battery tube threads, a missing display window, cracked case at the display window corner, scratched reservoir tube window, cracked case at the reservoir tube window corner and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.